Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was "not loading properly," resulting in the pump "not delivering insulin" as intended. The customer declined assistance from tandem customer technical support regarding the issue. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.